Event description:
It was reported that the 7900 system would not record exam and had a calibration error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.